Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the surgical procedure to revise the patient's lead (reference MFR. Report: 1627487-2015-05444), it was noticed there was an infection at the ipg site, hence the entire scs system was explanted. The patient was administered antibiotics. Follow up information identified there was no infection present.